Event description:
The customer reported cleaner leak of approximately 1 ml from the lh 500 hematology analyzer during shutdown. The customer stated the leak was not contained within the instrument and that high plt (platelet) backgrounds were obtained daily. The operator was wearing a laboratory coat, eye glasses and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer also experienced high conductivity issue at 30.3 as well as failing latron controls issue.

Manufacturer narrative:
The cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts advised the customer to prime the differential pack to resolve the issue with the failed latron control and replace the diluent pickup tubing to resolve the high plt (platelet) background issues. The customer also performed rf (radio frequency) adjustment to correct the conductivity issue prior to the beckman coulter fse's (field service engineer) arrival. A beckman coulter fse was dispatched to resolve the leak and found a hole in the tubing at pinch valve lv4. The fse replaced the tubing to resolve the leak. Failure mode of the leak is attributed to a hole in tubing at pinch valve lv4. Results: the customer primed the differential pack to resolve the issue with failed latron control and performed rf adjustment to correct the conductivity issue. (B)(4).